Manufacturer narrative:
Device failure suspected.

Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition. Reporter indicated that the patient was experiencing an increase in seizure activity, however, it was not worse than before starting vns therapy, and the physician felt the event may be due to stressors in the patient's life, and not vns therapy.